Event description:
Reporter reports that meter memory shows a value of 241mg/dl at 6:26pm and he reports a result of 84mg/dl at 6:36pm while using the advantage system. No quality controls were run. No adverse event reported.